Event description:
It was reported that the clinic contacted the manufacturer regarding high short interval counts for the patient. It was reported this issue has been seen over multiple device checks. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d154vwc, implantable cardioverter defibrillator (ICD), (B)(6) 2007. (B)(4).